Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when the package was opened, the suture was detached from the needle. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: what is the procedure & event date? No further information is available. What was used to complete the procedure? No further information is available. No further information will be provided. Investigational summary: visual analysis of the returned sample revealed that one opened sample of product code vcpb725 was received to ethicon inc for evaluation. The product code is control release, and each packet contains eight strands. After investigation of the sample short insertion was observed in strand #3. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole. Based on the information currently available, the pull-out defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.